Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and does not have any service options. It was recommended to replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated with the reported issue.